Event description:
The customer contact reported device breakage; subsequently, a leak was noted. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. During priming of the tubing set prior to patient use, the customer contact reported that the clave secondary port on the cassette of the tubing set broke and an unspecified volume of solution leaked. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.